Event description:
Additional information received reported there were conflicting dates for the removal of the device. Information suggested the patient had procedures done on (B)(6) 2014 and (B)(6) 2014 however, it was unknown what the first procedure was. It was confirmed the device was removed on (B)(6) 2014, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection and both products were removed and not replaced. The patient was receiving great coverage. It was unknown when the infection was diagnosed. The patient did not have meningitis. The patient had symptoms of fever and swelling at the battery site. The primary location of the infection was at the battery pocket. It was unknown if a culture was performed. The patient was administered antibiotics and the device was explanted. The patient was still recovering from the infection.